Event description:
It was reported, that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient developed a ¿big round spot¿ and swelling/inflammation at the insertion site. And the caretaker decided to take the patient to an urgent care clinic. The patient was diagnosed with an infection and was prescribed an unspecified oral antibiotic medication. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: codes: health effect: clinical code: e1803 nodule. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).